Manufacturer narrative:
Section b7 was updated. The field application specialist (fas) washed the water tank of the instrument; precision tests were acceptable, however, the issue was not solved. Calibration and qc were acceptable. Pictures provided of the samples show particle in the samples suggesting a sample quality issue. "Abnormal aspiration" and "reagent probe" alarms were observed on the alarm trace data. A general reagent problem can be excluded, because the provided quality validation is within expectations. The investigation determined the event was due to a pre-analytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number was (B)(6). H3 other text: na.

Event description:
The initial reporter stated they received discrepant results from two patient samples tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. Patient 01: on (B)(6) 2023, the first sample initially resulted in a troponin t hs value of 37.9 pg/ml. This initial sample was repeated, resulting in a troponin t hs value of 34.9 pg/l. On (B)(6) 2023, the second sample, collected from the same patient 01, initially resulted in a troponin t hs value of 6.47 pg/ml. This initial sample was repeated twice, resulting in a troponin t hs values of 13.6 pg/l and 5.84 pg/l. On (B)(6) 2023, the third sample, collected from the same patient 01, initially resulted in a troponin t hs value of 17.1 pg/ml. This initial sample was repeated twice, resulting in a troponin t hs values of 36.8 pg/l and 22.2 pg/l. Patient 02: on (B)(6) 2023, the first sample initially resulted in a troponin t hs value of 21.4 pg/ml. On (B)(6) 2023, the second sample, collected from the same patient 02, initially resulted in a troponin t hs value of 52.4 pg/ml. This sample was repeated twice in the same instrument cobas pro 2, resulting in a troponin t hs value of 52.4 pg/l and 27.7pg/ml. This sample was also repeated twice in the cobas pro 1, resulting in a troponin t hs value of 27.1pg/l and 26.8 pg/ml. On (B)(6) 2023, the third sample, collected from the same patient 02, initially resulted in a troponin t hs value of 19.1 pg/ml. For patient 01 is unknown if the repeated results were measured with another instrument. For patient 02, all repetitions were done within 24 hours. It is unknown if the questionable results were reported outside of the laboratory.